Event description:
It was reported to vyaire that the vent¿s vt is reading low. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer requested a field service engineer to fix the unit onsite. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : onsite repair.